Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related. Added-b5 medical safety officer review d4-updated model number added- d6a/d6b.

Event description:
The patient's outcome was reviewed by abiomed's medical safety officer. It was determined that there was not enough information to associate use of device with outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old male with non-st elevated acute myocardial infarction and cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient had the impella device successfully implanted during cardiopulmonary resuscitation (CPR) for cardiac arrest. During the CPR compressions, the impella device became dislodged. Due the patient having aortic stenosis, the device was unable to be reinserted. The patient was do-not-resuscitate, therefore therapy was discontinued. The patient eventually expired.